Event description:
It was reported four implant attempts for two different sub-selecting catheters was unsuccessful due to the patient's anatomy. No left ventricular lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.